Event description:
The customer contacted philips healthcare to report that the device is displaying an alternating red x and hour glass in ready for use (rfu) indicator. There was no patient involvement.